Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 322 mg/dl. A manual injection was administered to address bg. A system check was performed and the pump time was incorrect by 1 hour due to the customer not adjusting the time for daylight savings. Customer corrected pump time to resolve the issue.